Event description:
The patient had a common carotid through m1 occlusion. The physician administered integrilin ia through the common carotid artery using a 9f merci balloon guide catheter. The physician then advanced an 054 reperfusion catheter over a fathom 0.014" wire through the clot into the m1 segment and pushed 8mg of ia tpa. The 054 separator was then advanced through the 054 reperfusion catheter into the m2 and the aspiration pump was turned on for approximately one minute. A contrast run showed contrast extravasation at the point of the mca bifurcation. The physician believed that the 054 separator probably caused the perforation. The devices were removed and a diagnostic catheter was placed in the contralateral ica. A contrast injection showed filling through the acom into the contralateral a1 segment. There was no contrast extravasation visible at this time. The procedure was then stopped.

Manufacturer narrative:
This is the second report of a vessel perforation from this physician. There was a perforation of the m2 branch with the penumbra system 054 in (B) (4) 2010. Following the original event, a penumbra sales representative spent extensive time discussing the case and re-training on the penumbra system 054 ((psc/pss054). The physician and the representative discussed the placement of the 1.65mm distal tip od of the psc054 in small vessels, especially the m2 branches, and repeatedly reinforced that this was outside the intended use of the device, and potentially dangerous. In addition, after discussion of the psc054, the pss054, and the IFU guidelines, the representative and the physician specifically discussed how the psc054 should not be placed in the m2 branches. The representative also told the physician that penumbra would be holding a conference call with the penumbra us sales representatives to highlight the specifics around the potential dangers of using the psc054 and pss054 off-label in small vessels such as the m2. When the sales representative went to the hospital to review the event that occurred on (B) (6) 2010, he discovered that the psc054 and pss054 were placed in the m2. On 04/06/2010, the physician and penumbra sales representative discussed the similarities between the most recent case and the previous case in which the psc054 and pss054 were placed in the m2. Again, the physician was re-trained and reminded of the size of the tips of the psc054 (1.65mm) and the pss054 (1.14mm), in addition to the reasons why the 054 penumbra system was designed for large vessels and not for use in the m2.